Event description:
The account generated false positive architect total bhcg results on a patient sample. The account stated that there is approximately one false positive architect total bhcg every week. The false positive architect total bhcg result was not reported outside of the laboratory. No impact to patient management was reported. Testing data provided: sample ID (B)(4), architect total bhcg = positive (2888.06 miu/ml), sample repeated: architect total bhcg = negative (<1.20, <1.20 miu/ml).

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect total bhcg, list 7k78, that has a similar us product distributed in the us, architect total bhcg, list 6c21. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.